Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the forceps of the subject device could not be opened after grasping the tissue. When the user pulled the subject device away from the tissue, small amount of bleeding occurred. The user changed the device and stopped the bleeding. The intended procedure was completed. There was no patient injury reported other than above. This is the report regarding the inability of hemostasis.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The forceps could not be opened. Foreign material was stuck to the distal end of the subject device. When manipulating the slider while opening the forceps with tweezers, the forceps could be opened. However, there was high resistance when manipulating the slider. There was no bent on the insertion portion. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes. *the sliding friction between the tube and the manipulating wire increased due to foreign material attached to the distal end. *the angle of the endoscope used with the subject device was intense. *the two manipulating wires were twisted as a result of rotating the subject device inside the endoscope and the sliding friction between the tube and the manipulating wire increased. The above device handling has been warned in the instruction manual as follows. *before use, prepare and inspect the instrument and a cord as instructed below. Should the slightest irregularity be suspected, do not use the instrument or a cord; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause tissue irritation, punctures, hemorrhages, mucous membrane damage or thermal injury and may result in more severe equipment damage.